Event description:
It was reported that on (B)(6) 2011 three stents were successfully implanted. The patient complained of heart palpitations and chest heaviness. On (B)(6) 2012 an angiogram found restenosis of the xience prime (2.5 x 38 mm) stent in the mildly tortuous, moderately calcified, mid, left anterior descending (lad) artery and of the xience v (2.5 x 38 mm) stent in the moderately tortuous, mildly calcified, obtuse marginal (om). On (B)(6) 2012 another xience prime (2.5 x 38 mm) was successfully placed in the lad and another xience prime (2.25 x 28 mm) stent was successfully placed in the om. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, arrhythmia/palpitations, and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.